Event description:
Patient called to report an adverse reaction to her tmj joint she had implanted back in 2008. Patient stated it really bothers her and she believes that it's seriously messing with her health. Patient stated she experiences speaking issues, high and low blood pressure, feeling warm and like she's going to pass out, headaches, ear popping, pain on the side of the device, hears little squeaking sounds, problems chewing, voice goes in and out, chronic pain, teeth, gums and jaw pain and neck, shoulder and back pain. Patient stated she's seen different doctors and ent's that all told her they didn't see anything wrong.